Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was a kink in the inner member 6 cm distal to the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and the analysis of the returned rx mini vision stent delivery system (sds). The analysis of the returned device confirmed that the stent was not present on the balloon as was reported. There were crimp marks visible between the markers and the balloon was tightly folded. The visibility of the crimp marks on the balloon suggests that the stent implant was originally positioned correctly and securely on the sds at the time of manufacture. The stent and protective sheath were not returned, which may have aided in the investigation of this event. Additionally, a kink was noted in the distal shaft of the sds during analysis of the device. There was no report of a kinked shaft and this damage may have occurred during the packing of the device for shipment back to abbott vascular. This damage does not appear to be related to the reported stent dislodgement. It should be noted that per the instructions for use (IFU), it says to inspect the sds prior to use, to verify the placement of the stent implant on the sds. Although it was reported that the inspection prior to use was completed, the dislodge stent was not noted at that time. After review of the product analysis the information provided in the reported incident description, no conclusive root cause could not be determined for the dislodged stent is this case. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was advanced through the guiding catheter and at some point it was noted that there was no stent on the sds. The dislodged stent was found on the backtable and must have dislodged from the sds while being removed from the packaging hoop. It was reported that the device was inspected prior to use. However, the dislodged stent was not noted at the time of the inspection. No additional event or patient information is available.